Manufacturer narrative:
The renasys touch and power supply, ktah170504 used in treatment, was returned for evaluation. The functional test found no relationship with the reported battery and suction failures. The device performed within expected parameters. A visual inspection found no defects. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. While neither of the reported issues related to battery or suction failure could be duplicated or confirmed during evaluation of the device, a potential related factor may be an inherent safety feature of the device that halts charging if the battery exceeds a set temperature during charging. Charging will resume once a lower temperature is achieved. Depending on the actual conditions this pause may be so long that full charge is not obtained prior to the user removing the device from the mains. The reported suction failure may have been related to the device not working due to the battery not charging. Recommendations storage of the device should be within an area that is not subject to high temperatures ensure the device is fully charged prior to use. Locking the screen is recommend during the charging process. Do not charge the device whilst it is stored in its carry bag. It is important that all users of this device, read and follow the instructions in the supplied manual for use.

Event description:
It was reported that during treatment the device battery failed, it was more loaded and has no longer aspired. The surgeon has suspended therapy.